Manufacturer narrative:
Vyaire medical file identification: (B)(4). The equipment was received in vyaire facility and placed on extended test/run-in. No root cause has been determined at this time since investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical a ventilator inop(inoperable) alarm condition on revel ventilator. At this time, there is no information regarding patient involvement associated with the reported event.